Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was unknown. The caller stated that the customer had cardiac arrest and a right foot amputation in march that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 4 years prior to passing, as the pump wasn't working right and the doctor took the customer off of it. The customer was not using sensors. The caller declined to return the insulin pump for analysis as its location was unknown.